Event description:
Customer reported x-rays continued after releasing the switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane. System operates as intended.